Event description:
It was reported that the patient presented to the hospital with a headache and abdominal spasms (thought might be from the bladder.) The white blood cell count was up. The health care provider (hcp) was going to reduce the dose. It was reported that the patient had "low level meningitis," and device system was planned to be explanted until this infection could be resolved. The issue was noted to be at the catheter track. It was noted that a spinal tap was done as part of the patient work-up, and a culture of cerebrospinal fluid (csf) was taken. A dye and rotor/roller study was performed on (B)(6) 2015, where the catheter and pump were found to be functioning. It was unknown why the dye/rotor study was scheduled. The patient status at the time of this report was "alive- no injury." It was later reported, that it remained unknown if the device system was removed. The patient did not want to have the pump removed, and was not sure why the system was ever going to be explanted. The manufacturing representative thought that the patient was going to see a managing hcp, and the device was not removed. It remained unknown who would be managing the pump/patient going forward. The drug that was used via the device system was baclofen. The patient outcome remained unknown at the time of this event; follow-up has been conducted, and if additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).